Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 20748792, model/catalog description: artisan lead 70. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced residual stimulation after turning off the device and has twitching in the arms. It was also noted that the patient experienced overstimulation and difficulty communicating with ipg. The patient underwent an explant procedure and was doing well postoperatively.